Event description:
The internal bolster reportedly embedded into the stomach wall. The external portion of the device was pushed through the stoma into the stomach and was removed endoscopically,. Another was placed without incident and no pt complications ensued. Follow up indicated the pt had gained some weight. The device has been destroyed by the user facility. Therefore, no failure analysis was available. The direction for use for this device state: "avoid excessive pulling on the feeding tube as this may cause the internal bolster to embed against the gastric mucosa. The results can be tissue necrosis, tube migration, infection and associated sequelae. Tubing should be monitored for possible migration in accordance with instructions. Tube migration could result in the following: inability to feed, peritonits, infection and associated sequelae. Cleanse the site. The bolster should be rotated for site hygiene. The stoma site should be clean and dry at all times."